Event description:
During power injection of a CT contrast media via a t-connector #22 into the right antecubital space, contrast sprayed out of the end of the connector. There was no patient injury. Risk of injury could spray in eyes or not receive enough contrast for exam. Additional follow-up reveals: the labeling does not indicate that the extension set can be used with a power injector. The set was connected properly. In this event the connector stayed on.